Event description:
Patient was revised due to pain.

Event description:
Additional information: litigation papers allege the patient experienced progressive pain, discomfort, soreness, and popping. Radiology films revealed significant lytic deformities around the femoral stem. Based on his symptoms and these findings, revision was recommended. During his revision surgery, synovial fluid was aspirated from the joint capsule that was found to be a dark gray color consistent with metallosis. The dark graphite color of the synovium was immediately notable, upon entering the capsule, and the extensive blackened synovium around the rim of the acetabulum was debrided. Upon inspecting the femoral stem there were multiple cavities from the mid aspect of the prosthesis proximally that were black and filled with metallosis. Once clear visualization was obtained, it revealed obvious zone where normal bone in-growth distally turned into black osteolytic sections with metallosis. His surgeon was required to perform a complete synovectomy and extended trochanteric femoral osteotomy with removal of the entire prosthesis. The patient continues to receive physical therapy and suffers with a limp.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.